Event description:
During dialysis treatment, the machine's ultrafiltration was programmed to take 2.0l off, but instead removed 2.6l. Patient had interdialytic hypotension. Patient's lowest blood pressure was 100/67. No further information was provided.

Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.

Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was determined on july 8, 2021.

Event description:
During dialysis treatment, the machine's ultrafiltration was programmed to take 2.0l off, but instead removed 2.6l. Patient had interdialytic hypotension. Patient's lowest blood pressure was 100/67. No further information was provided.